Event description:
During review of clinic notes received on a vns patient, it was noted that they had obstructive sleep apnea. The relationship to their vns is unknown at this time. Good faith attempts are underway for further details about this reported event. Thus far no further information has been attained.